Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter had been getting high blood glucose readings and was hospitalized. The mother called 911 and her daughter's blood glucose at the time exceeded 600 mg/dl. The customer has since been treated and released, but her hyperglycemia has continued. Troubleshooting could not occur since the mother did not have the pump with her at the time of call. No products were shipped or returned.